Event description:
While checking on the patients scheduled IV line status the nurse noted that the IV line was leaking at the 0.2 micron filter and dripping onto the floor. The rn check on the IV line distal to the filter and note no air in line. IV set removed and exchanged. This is a reoccurring issue with this particular primary filtered IV set. The clinician reference the set's lot number and provide that information to biomedical engineering for reporting to medwatch and to the manufacturer. There has been several attempts to work with the manufacturer to resolve this issue. The manufacture has informed us that they are working with the filter manufacturer to help determine a root cause. All reported issues with this leaking has occurred with tpn medication and primarily with our neonate population. We now keep a running log of these events and have recorded on this log over 45 distinct events. Manufacturer response for primary 0.2 micron filtered IV set, primary plum set (per site reporter). This is an ongoing issue that has been occurring since past two years with over 45 reported events. We are now following standard work in reporting this to both the manufacturer and to the FDA.